Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent hysterectomy due to cystocele, rectocele, enterocele, uterine prolapsed. It was reported that following insertion the patient experienced dyspareunia. It was reported that patient underwent mesh excision of exposed vaginal mesh and closure of vaginal defect on (B)(6) 2010 by implanting surgeon for exposed posterior vaginal mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 12/28/2016.

Manufacturer narrative:
Date sent to the FDA: 09/26/2017.